Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
After an atrial fibrillation (afib) procedure, the patient had hematemesis. Due to it, the patient suffered an esophagus disease. This event was reported by a distribution agent. This event occured sometime last year (2012). Additional information received was stating the adverse event seemed to be noted after the procedure but no information was available on how and when the adverse event was diagnosed. The issue has never been reported from the facility or the physician so far. Therefore, we have no information regarding the patient or consequences. The complaint product(s) will not be returned for analysis.